Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a moderately calcified, 100% stenotic lesion in a non-tortuous distal right coronary artery (drca) after pre-dilation with a otw maverick balloon 1.5 x 15 mm the physician attempted to stent the lesion with a drug eluting taxus liberte 3.0 x 32 mm stent. However, the stent could not cross the lesion. The taxus stent was removed from the pt's body and the physican notied that the distal part of the stent was bent. The procedure was completed with another taxus liberte 3.0 x 32 mm. No pt complication or injury was reported. Pt status is reported to be "satisfactory/good."